Event description:
It was reported by service report that the there were no motion controls from the footboard or siderails and the power inlet filter was cracked. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Control board. Power inlet filter.